Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as irritated under te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised using aquaphor for the rash. Follow up indicated that the rash improved.